Event description:
Patient called regarding their meter allegedly not powering on. They did report symptoms of blurred vision and feeling disoriented. They were taken to the hospital and was diagnosed with a broken rib. They were treated with pain medications. Their blood glucose was not tested during the hospital visit. The meter did turn on when pushing the power button but did not when a test strip was inserted to meter. There was no evidence of an adverse event or harm to the patient due to this malfunction. The issue was not resolved with troubleshooting.